Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 was not recognized on the bus due to a partial connection failure. A field service engineer reseated the drawer control board connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the main drawer 3.1 and auxiliary drawer 1 were not detected on the bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.